Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the upper abdomen using the cooladvantage plus applicator. Approximately three months post treatment, symptoms began to present. The affected tissue is described as firm, nodular, pew-deorange skin appearance, tender with deep palpation and visible enlargement. The patient has been diagnosed with paradoxical hyperplasia.

Manufacturer narrative:
Additional data: a2 a6(white) d4 d10 paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2019 using the cooladvantage plus system applicators, who developed paradoxical hyperplasia (ph) after treatment.